Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the sensor alarmed sensor end and needed to be replaced after an hour and a half of use. It was also reported that the customer was hospitalized 3 weeks ago and said that the insulin pump did not shut off. Customer had a low one morning and passed out. Customer's blood glucose reading was 325 mg/dl. Nothing further reported.